Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-09063, 0001825034-2018-09065. Concomitant medical products: vngd ps open intl fem rt 70 70 item# 183112 lot# unknown, vngd ps tib brg 12x79/83mm item# 183662 lot# unknown. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that, during the planned revision surgery due to loosening of the tibial component, a metallosis-like tissue was shown (dark colored synovial tissue). There were some scratches on the femoral component and, when the insert was removed, the surface of the tibial component was worn. Therefore a total knee revision was needed. No additional information is available at this time.

Event description:
It was reported that, during the planned revision surgery due to loosening of the tibial component, a metallosis-like tissue was shown (dark colored synovial tissue). There were some scratches on the femoral component and, when the insert was removed, the surface of the tibial component was worn. Therefore a total knee revision was needed. A surgical delay of forty five (45) mins was noted. No additional information is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event cannot be confirmed since medical operative notes were not provided. The returned tibial component showed signs of wear on the surface of the device. Review of the device history records identified no relevant deviations or anomalies. Root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.